Event description:
Customer reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level noted. Technical support provided detailed information for a pump reset and guided the customer through the process. Following the reset, the customer was able to successfully start their sensor session without encountering the error again.